Event description:
The user facility reported that prior to a patient procedure the surgical displays to their hexavue custom room rack were not displaying images. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the rack and found that the displays were not operating properly. To resolve the issue, the technician recalibrated the displays. The unit was tested, confirmed to be operating according to specification, and returned to service.